Manufacturer narrative:
Device passed displacement test and self test. No unexpected white screen noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had flashing display or solid white display. Customer¿s current blood glucose was unknown. Customer stated that insulin pump was bumped and dropped. Insulin pump will be returned for analysis.